Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, prime and compromised forced sensor system test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.